Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that the onetouch ultraeasy meter is giving an inaccurate high reading of ¿13 mmol/l¿ (234 mg/dl) compared to another meter reading of ¿1 mmol/l¿ (18 mg/dl). The complaint was classified based on the customer care advocate (cca) documentation and the follow-up information obtained on (B)(6) 2014. The patient manages his diabetes with 20 units of humulin in the morning and 14 units of humulin in the afternoon. On (B)(6)2014, the patient tested on the subject meter at ¿8 and 9 mmol/l¿ (144 mg/dl and 162 mg/dl). He reportedly took his usual insulin based on the reported glucose readings. At around 5 pm, the patient claimed he develop symptoms described as ¿loss of appetite, became aggressive, and confused.¿ the patient tested on the subject meter at ¿13 mmol/l¿ around the same time and reportedly refused to eat his dinner that night. Subsequently, the patient required medical intervention when he tested at ¿1 mmol/l¿ on the emergency medical services meter. The paramedics treated the patient with a glucagon injection. The patient indicated that he had an infection and was on antibiotics on the day he had the alleged low blood glucose episode. During troubleshooting, the patient confirmed the meter to other meter comparison was performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 1.7 mmol/l. The unit of measurement was set correctly. The testing process was incorrectly as the patient reportedly did not wash his hands before the alleged blood glucose test. This complaint is being reported because the patient required medical intervention for a low blood glucose result of ¿1 mmol/l¿ after he took insulin based on the lfs meter readings. The lfs products were replaced and requested back for investigation.

Manufacturer narrative:
Follow-up # 1 ¿ (08/27/2014). The patient¿s meter has been returned on 8/1/2014 and evaluated by lifescan product analysis on 8/16/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. A DHR (device history record) was completed on 07/18/2014 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.